Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a timekeeping accuracy test was performed, and the pump maintained time accurately during testing. A normal bolus and an audio bolus were performed successfully and both were accurately recorded in the pump history. The complaint could not be confirmed or duplicated during testing. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6), 2011, the lay-user/patient contacted animas alleging that the pump had a gaining/losing time issue. The patient claimed that her written records did not match the dates/times of the pump's recorded entries. The patient admitted however that the device had been exposed to an MRI three weeks earlier. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had gaining/losing time issue. However, there is no evidence that patient suffered a serious injury because of the alleged issue.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.